Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose heater bag connection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during fill one of five in peritoneal dialysis. There was an incomplete connection of the heater bag which became disconnected. The technical service representative (tsr) had the patient close all of the clamps and cycle the power on the homechoice to clear the system error 2240 ending therapy. The tsr had the patient disconnect using aseptic technique and removed the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.